Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of the device inappropriately shut down was not replicated or confirmed. Testing of the device was unable to duplicate the report. Review of the device log was unable to confirm if the device shut down on its own or if the shutdown was due to the user turning off the device. The customer's report of the device would not power back on was observed during review of the device data logs. However, the device passed all testing including full functional testing using test battery and ac without duplicating the report. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down and would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.